Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) levels were up to 600 mg/dl and an insulin injection was administered to address the bg level. Although requested, additional information was not provided.